Event description:
It was reported via repair work order that the power cord was missing the ground prong. It was also reported that the foot end caster stems were broken causing a loss of brake engagement at the casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.